Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver entered a blood glucose value into the ilet in bg mode and no correction dose was delivered, after which the caregiver disconnected the patient from the ilet and administered a manual insulin injection; the patient had been without a working sensor and later applied a new abbott freestyle libre 3 plus sensor, after which bg was 145. Symptoms included nausea during hyperglycemia. Outcomes included temporary hyperglycemia with reported duration outside target and subsequent stabilization without hospitalization or professional medical intervention; ketone testing was performed and was negative per the patient¿s plan. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device alarms or malfunctions reported and that the hyperglycemia occurred while the system operated without a functioning sensor, which is consistent with use outside the intended closed-loop configuration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.